Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was implanting the lead. The surgeon used a patch to repair the tear.

Event description:
Surgery occurred on (B)(6) 2019 to repair the dural tear, which addressed the issue.